Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 4 april 2019, the device was noted to have not been previously repaired. On (B)(6) 2019, it was reported that the comb on a mesher was damaged. A zimmer skin graft mesher serial number (B)(4) was returned to a zimmer facility for evaluation. Evaluation of the device on 9 april 2019 and it was noted that the comb was defective. Repair of the mesher occurred the same day and involved replacing the comb. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was defective, it cannot be determined from the information provided as to what caused the comb to become defective. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that a skin graft mesher comb was damaged over the right corner. No adverse events were reported as a result of this malfunction.